Manufacturer narrative:
Information was received via published literature. Please reference the literature at the following address(B)(4). Other device used: catalog #unk, unknown nexgen articular surface, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that fourteen knees were revised due to aseptic loosening of the femoral component. The articular surfaces was explanted during the revision surgery and identified to have pitting and delamination plus rotational and burnishing marks on the inferior surface.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to enable a device history record review. A product history search could not be performed. These devices are used for treatment. Review of the manuscript found that the patients followed a traditional korean life style, which demanded weight-bearing high-flexion activities in daily life. Review of the summarized surgical technique suggest that the components were implanted with the correct fit and orientation, and that the bone cement was applied as per the surgical technique. As reported radiolucent lines were observed beneath the anterior flanges of the femoral components on the lateral radiographs and this loosening was not associated with osteolysis. The loose femoral components were easily removed by hand from their cement mantles, indicating loosening at the cement-metal interface as supported by a photograph of a retrieved femoral component showing cement attached only to the posterior condyles. Per the components package insert, loosening of the prosthetic knee components is a known adverse effect of this procedure and patients should be instructed against excessive physical and occupational activities that can result in loosening of the knee implant. The repeated high-flexion activities of the patients is very likely to have contributed to the loosening of the femoral component and the patients condition is considered as the root cause.